Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit unexpectedly shut down during therapy. Though there was patient involvement there was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Unit reported to have the screen go black and produce a high pitched alarm overnight during patient use. The unit was rebooted to continue therapy and was removed from the patient the following day. The unit is maintained by getinge and the last maintenance repair was 05/22/2022. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: e1-(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit screen went blank, pump stopped. A getinge field service engineer (fse) stated, unit reported to have the screen go black and produce a high-pitched alarm overnight during patient use. Initial inspection shows pump performs normally. Log inspection shows and fault 118 at 05:18 on 5/11/2022 coinciding with event. Fault 118 recommends troubleshooting coiled cable and video generator board. Coiled cable replaced in previous repair on 5/5/2022. Video generator board replaced. Video generator board caused the system to generate a fault and electrical test fault due to outdated software. System rebooted to allow update of video generator board software. System functions normally in patient mode after auto-system software update. Unit ran overnight to stress test. Unit ran for 24 hours with no alarms or issues. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. There was patient involved but no harm reported. The defective components were received for further investigation. The national repair center installed the video generator board along with upper display monitor board into the cardiosave test fixture and tested the boards to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of shutdown screen, stopped pumping and alarmed. Also, the nrc could not verify the fault 118 in logs. The video generator board and upper display monitor board passed testing. Sending the video generator board and upper display monitor board to the supplier. The failure analysist and testing department received the upper display monitor board from the supplier and the supplier could not verify the failure of error code 118. The upper display monitor board passed testing. Retaining the board in the fat dept. As per procedure. The fat dept. Received video gen. Board from the supplier. Fct failed with touchscreen step error and suspect component u41. Retaining video gen. Board in the fat dept. Per procedure. The non-conformances with the returned component (upper display monitor board) were not confirmed. However, the root cause or the most probable root cause is not confirmed. The non-conformances with the returned component (video gen. Board) were confirmed. However, the root cause or the most probable root cause is defect in component u41.

Event description:
N/a.

Manufacturer narrative:
The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.